Event description:
During an in-clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Provocative testing was performed and the noise was reproduced. The device was then reprogrammed as an interim resolution. The patient is stable with no consequences.